Manufacturer narrative:
This report is submitted on august 25, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved. Explantation of the device and reimplantation is planned; however, it is unknown if this has occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on 9 october 2020.

Manufacturer narrative:
Per the clinic, it was reported that the device was explanted on (B)(6) 2017, and the patient was reimplanted with a new cochlear device during the same surgery. The device has not been returned to the manufacturer for analysis, as of the date of this report.